Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh of behalf of the manufacturer arjohuntleigh, a branch of (B)(4). At the present time, the product is unavailable for evaluation. Our (B)(4) team have been able to conduct an incident report. The information gathered is as follows: statement as above - information received ((B)(4) 2011) confirms that use error contributed to the bed fire (smoking in bed). The general condition of the system was confirmed as good with no previous alteration of the product. The unit was not used after the incident and has been quarantined by the facility following a prosecutor investigation. The device was not under any maintenance contract with arjohuntleigh, but was confirmed as correctly installed. There were no worn parts on the product and functioned as per intended use. Patient suffered burns to the body and was hospitalized, but did not need to go to the emergency room. The patient is still being treated for burns, but is recovering. A statement from the customer has confirmed that user error caused the fire to occur. We are not able to retrieve the unit back as the facility need it for insurance purposes.

Event description:
It was reported that there was a fire in room 308 (dept surgery b) of the facility. Smoking in bed / arson was the probable cause of the fire. The bed, mattress and pump burned out (the alphaxcell is a system from (B)(4)). The local prosecutor made a report which was sent to the arjohuntleigh - (B)(4) sales and service unit. The client is awaiting confirmation from the prosecutor for the cause of the fire. Patient suffered burns to whole of body, however, no information is available on the severity of the injury.